Manufacturer narrative:
Reported event: it was reported that the hand piece fell off of mics and the screw could not be located. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Event description:
Hand piece fell off of mics. Can¿t locate screw. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hand piece fell off of mics. Can¿t locate screw. Case type: tka.